Event description:
On november 09, 2007, the lay-user/patient contacted lifescan (lfs) alleging that her one touch ultra meter was powering during use. The patient called lfs from a pharmacy where she had gone to seek assistance regarding the meter issue. The pharmacy advised the patient to call lfs. The patient indicated that the alleged meter issue had started a few days earlier. During the time of concern, the patient said, that the meter worked intermittently and that she was able to test her blood glucose a few times. As a result of the meter issue, the patient alleged that she had suffered symptoms of cold sweats and headaches. It is not known how often the patient tests her blood glucose and what actions she took before and after she developed the reported symptoms. It is also not known that her medication and diabetes management regimens are. The patient was not sure how long she had the meter for but admitted that she had never replaced the device's battery. Also, the patient claimed that the battery indicator had always been on the meter's display ever since she first purchased the device. The patient was unwilling to provide additional information. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue started. The patient claimed that she was only able to test her blood glucose occasionally during the time of concern.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned. Lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.